Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [serial # (B)(4)] found that the device was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, (B)(4).

Event description:
It was reported the patient had pain at their electrode insertion site that has not gone away since surgery. They noted it felt like "a marble was under their skin." They were also not getting the same relief in their back and legs as they initially did. The patient met with their manufacturer representative for reprogramming. After the reprogramming they had stimulation in the all the right areas, impedances were normal and they were able to charge normally with 8 coupling bars however their pain still "was not doing well. The patient was scheduled to meet with their health care provider (hcp) on (B)(6)2015. Additional information received from the manufacturing representative (rep), reported the patient was having his battery explanted on (B)(6). If additional becomes available, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), explanted: (B)(6) 2015, product type: lead. Product ID 97791, explanted: (B)(6) 2015, product type: accessory. Product ID 97791, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Additional information received from a consumer via a manufacturer representative reported that the ins and leads were explanted on (B)(6) 2015. The consumer's symptoms of sciatica, numb legs, and muscle spasms had exacerbated after he got the device implanted. The consumer had started having shocking sensations as well. The issue occurred during use since implant. The consumer's indication for use was noted to be spinal pain.